Event description:
A report was received that the patient had lost weight and the ipg was sitting at an angle, making it difficult for the patient to charge. The patient underwent a pocket revision and is reportedly doing well.